Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle lite anterior/apical was implanted during a pelvic floor repair procedure performed on unknown date. According to the complainant, the patient had mesh exposure requiring complete graft removal. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.